Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one catheter and three guide wires. Examining the catheter revealed that the venous luer adapter was missing. The event summary states that there was a crack on the venous luer adapter, but this part of the catheter was not returned. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that the luer adapter was leaking, cracked or broken. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, a crack (ruptured) appeared in the blue luer (venous end) adapter of the catheter, and there was a phenomenon of blood oozing. Flushing was performed prior to use. The catheter was repaired. There was a leak at the blue luer adapter. There was no instrument used to loosen or tighten the device. There was no cleaning agent used on the device. Tego was not utilized. The insertion site was not handled prior to product placement. It was also stated that the catheter had been used for more than one month. Hemodialysis connection tube was the other product used with the device. There was no other remedial action performed. The ruptured connector needed to be replaced in time was the intervention/treatment required as a result of the adapter issue. There was no blood loss and blood transfusion was not required due to the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, a crack appeared in the blue luer adapter of the catheter, and there was a phenomenon of blood oozing. The catheter was repaired. There was a leak at the luer adapter. There was no instrument used to loosen or tighten the device. There was no cleaning agent used on the device. Tego was not utilized. The insertion site was not handled prior to product placement. It was also stated that the catheter had been used for more than one month. There was no reported patient injury.